Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿front panel sometimes blinks due to defective turret u (ru172100)¿, was caused by faulty turret. The phenomenon, ¿the lamp does not light up due to faulty igniter¿, was caused by faulty igniter. The phenomenon ¿the lamp sometimes does not light up due to faulty power unit ¿, was caused by a faulty power unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a hysteroscopy procedure, the front panel would flicker and the visera pro xenon light source would not start. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the bind holder of the chassis was seriously rusty, scope socket was corroded, power unit failure and igniter failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.